Event description:
It was reported that the pump reset the basal insulin delivery rate to 0.00 units without the user programming the change.

Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed.